Event description:
Surgeon revised a loose tritanium triathlon tibial component on patient. Revised to stryker cemented component knee system.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. The tritanium baseplate had two pegs that had fractured off. Visual analysis revealed that the pegs had fractured from a torsional force applied to the baseplate. Sem analysis revealed an area of fatigue fracture. The eds analysis confirmed materials of the tritanium baseplate that were consistent with those specified on the print. No material or manufacturing defects were observed on the surfaces examined. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon revised a loose tritanium triathlon tibial component on patient. Revised to stryker cemented component knee system.